Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing was able to duplicate the damaged remote dose connector problem. The dso seal and the remote dose connector were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus connection was problematic. There was unknown patient involvement. Analysis of the device found a damaged downstream occlusion seal.